Manufacturer narrative:
Device evaluation: the product was not received. Therefore, the sample evaluation could not be performed, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown, information not provided. Date of event: unknown, information not provided. Implant date: if implanted, give date: unknown, information not provided. No indication the lens was implanted. Explant date: if explanted, give date: unknown, information not provided. No indication the lens was implanted. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an preloaded lens (dib00) was received damaged. No other information was provided.